Event description:
This event was reported as significant insufficiency. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed calcification within each leaflet, especially concentreated at each attachment site, which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Host tissue overgrowth encroached onto each cusp which contributed to stenosis of the valve. Sections of tissue were missing from each cusp with clean-edges on the remnant tissue indicative of histological sectioning prior to our receipt. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each leaflet, especially concentrated at the attachment sites. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysisf10: device code: 1077ysis